Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain.it was reported that in 2017 the patient had poor communication and needed to have the implantable neurostimulator (ins) jumpstarted which resolved the event. No further complications were reported. Additional information was received from the patient. It was reported that the rep did not confirm if the device was overdischarged or not. Additional information was received from the patient. The patient stated the ins was dead and that she worked with a manufacturer representative (rep) 3 and half years ago, rep tried to reset the ins but that didn't work. Additional information was received from the rep. It was reported that when asked when the rep was notified of the event, the rep replied they do not recall if this event actually occured.